Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an inguinal hernia repair procedure, the device is longer than normal and the structural balloon is more square shape. It is now harder to place in the patient. It extends the procedure time, not by more than 30 minutes, and makes the case more difficult. There is no patient information available. The surgeon extended the incision in attempt to make the insertion easier, but it did not help. There was no additional patient harm.